Event description:
Per the clinic, the patient experienced wound dehiscence and an infection at implant site and subsequently was treated with antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.